Event description:
It was reported that the pt caught their lead on a car door during the trial phase. The lead was moved mid-line. The lead was removed but the end of the lead with the electrodes and boot were missing in the pt body. The company representative confirmed that the physician was able to locate the boot and electrodes from the lead in the pt near the midline. The extension had traveled from the pocket contra-laterally to the midline.